Event description:
It was reported that the patient had an overdose on ''oral meds'' on (B)(6) 2012. As of (B)(6) 2012, the pump was programmed to minimum rate mode, with a plan to reprogram to the dose the patient had prior to the minimum rate. The patient was getting via the pump, morphine, with a daily dose of 0.73mg/day with a medication concentration in the pump of 10mg/ml. Reporter stated that in addition to the pump medication of morphine, the patient was taking oral benzodiazepines and methadone; however, it was unclear what oral medications were related to the ''overdose''. Patient outcome was also not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.